Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had synergy lens on his left eye. It was noted that the patient developed blurry distance vision. The doctor then performed some lasik enhancement on this patient to bring their vision into optimal focus. Then the patient was noted to develop posterior capsular opacification. Hence, yttrium aluminum garnet (yag) was performed. There was no post yag patient injury. Patient outcome was good. The lens remains implanted. No other information was provided.